Event description:
It was reported that the pt underwent an anterior pelvic floor repair in 2005. Post-operatively, a mesh erosion in the cul de sac of the vagina was noted. The erosion appeared to be 1cm in size. Medicinal treatemnt was ineffective. A resection of a 1.5cm of the mesh was performed later on.